Manufacturer narrative:
Intuitive surgical inc., (isi) has received the small grasping retractor instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint "exposed wires". The small grasping retractor instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. Root cause of this failure is attributed to a component failure. The root cause was attributed to a component failure and related to device design. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Event verification: a review of the instrument log for small grasping retractor was (part - 470318-10/n10201110) associated with this event has been performed. Per logs, the small grasping retractor was last used on 27-may-2021 on system (B)(4), with 7 lives remaining. This complaint is reportable due to the following conclusion: the customer reported complaint does not itself constitute an MDR reportable event and there was no patient injury reported; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, it was observed that the small grasping retractor instrument had exposed wires. The procedure was completed with no reported injury.